Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure, that the physician was unable to secure the p/s setscrew and also had some difficulty getting the wrench to secure down. The device was not implanted and there were no patient complications reported as a result of this issue.